Event description:
On 5/25/99 the technician opened and inspected the four system 1000 machines that facility has. The technician found less than a drop of dried blood inside one machine. This is an acute hospital dialysis unit. Facility performs machine maintenance annually. Facility had been using catalog no.205-q01 lot no.98k12 when the blood was found. The blood was found in the venous pressure side of the machine in the internal "tp". When asked if facility has seen wet "tps" during treatments facility responded "on very rare occasions".